Event description:
Procedure type: urologic. Patient gender: unknown. According to the reporter: during surgery, balloon broke. The procedure was completed with another. No tissue damage. No bleeding. Nothing fell into the cavity. Extended or time: unknown. No patient injury was reported. Patient's status: ok. No further patient info available.